Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including severe shock, disability, abdominal pain and had subsequent surgical intervention. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard mesh (bard flat mesh) (device #4). Additional emdrs were submitted to represent the other four bard meshes (bard flat mesh) (device #1, #2, #3, #5). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient was implanted with two bard meshes (bard flat mesh) on or about (B)(6) 2005 to repair and incisional hernia defect. The patient underwent additional surgical procedures on or about (B)(6) 2007 to repair and/or remove the defected mesh. At that time, an additional bard mesh (bard flat mesh) was implanted to repair the defect. The patient also underwent additional surgery for implant of two bard meshes (bard flat mesh) on (B)(6) 2007. The patient underwent surgery to excise the mesh/wound on (B)(6) 2010. It is alleged that the patient sustained injuries, pain, disability, hospitalizations and additional surgeries. It is also alleged that patient sustained severe, painful and permanent personal injuries but not limited to abdominal pain, functional impairments, multiple abrasions, lacerations, contusions, traumatic neurosis, serious shock to the system and a general tearing and straining of the muscles and ligaments throughout the body. It is alleged that all of the above injuries have caused the patient severe pain and suffering including headaches, cognitive deficits including deficits with organizational skill, problem-solving, expressive language, concentration and memory, backaches, fatigue, anxiety, irritability, nervousness, depression and insomnia. It is further alleged that the patient has undergone and will continue to undergo in the future, hospitalization, therapy, rehabilitation and other forms of medical treatment. It is also alleged that the device was defective.